Event description:
It was reported the customer was hospitalized for low blood glucose. Customer stated their low blood glucose event was caused by food poisoning. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 40 mg/dl. Customer stated they had eaten and bolused for their food, but their blood glucose continued to decline prior to being hospitalized. The customer declined to troubleshoot for the insulin pump. Customer also reported having sensor error alerts. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.